Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that plastic was chipping while changing the battery and reservoir. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had no delivery alarms during priming, unexplained no delivery alerts and rejected battery life. The insulin pump will not be returned for analysis.